Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise due to myopotentials. The patient's pacemaker was programmed to unipolar pacing and sensing. The physician programmed the rv lead to bipolar, and pacing impedance was greater than 3,000 ohms and threshold was 0.5mv@0.4ms. The physician hospitalized the patient with plans to replace the device and investigate the rv lead further. No adverse patient effects were reported. This rv lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise due to myopotentials. The patient's pacemaker was programmed to unipolar pacing and sensing. The physician programmed the rv lead to bipolar, and pacing impedance was greater than 3,000 ohms and threshold was 0.5mv@0.4ms. The physician hospitalized the patient with plans to replace the device and investigate the rv lead further. No adverse patient effects were reported. This rv lead remains in service.